Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: (B)(6) 2026 ap alerting that there was "ail", nursing discovered there was a leak in the primary IV tubing. Rn disconnected IV tubing from pt and discarded. Tubing unable to be saved due to blood from pt that back flowed into the line. New IV tubing.